Event description:
2002 colon resection wherein nova plus x-ray detectable lap sponges, 18 x 18 were used. Sponge counts x2 correct. 05/2002 CT pelvic scan revealed fistula above bladder. 05/2002 return to surgery. Incidental discovery of a scrap of gauze at the fistula site. Scrap is described as "tiny." Surgeon postulates scrap most likely sandwiched in the stack of 5 lap sponges during the packaging/sterilization process by the manufacturer, novaplus. The 18 x 18 lap sponges are virtually impossible to shred as they are densely woven. Rptr tried to shred a lap sponge both by hand and by instrumentation and was unable to cause any damage to the sponge.